Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen lps tibial component catalog #: ni lot #: ni; unknown nexgen lps articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address aseptic loosening. Attempts have been made, however, no additional information was available.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the medwatch should not have been filed under the current MFR number. This event will be reported under 0002648920-2022-00085 for the tibial component, as additional information received identified that the femoral component did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.